Event description:
Device 2 of 2, mfg report reference: 1627487-2019-04442. Follow up information received that the new lead was added due to new pain. There are no alleged deficiencies on the two leads that were implanted prior to the new lead being added.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2, mfg report reference: 1627487-2019-04442. It was reported that the patient had a lead added to their existing system to improve coverage. There were no complications during surgery and effective therapy was restored post operation.